Manufacturer narrative:
The technician found upon inspection of the rental bed that the brake casters are not holding most likely due to normal wear and tear. The technician replaced all brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported that when the brakes are set the bed still moves. The bed was located in the hill-rom service center. There was no patient/user injury reported. (B)(4).